Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us - 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during normal use, the unit had cuff breakage. The customer indicated that a cuff leak occurred and the device was replaced.

Manufacturer narrative:
Device evaluation: the complaint sample was received, and the reported condition was confirmed. An inflation/deflation test and under-water test were performed. It was observed that there was a cuff leak from cuff breakage. The most probable root cause is ¿cuff breakage during insertion/use¿ which is as a result of the cuff coming in contact with a sharp/rough surface e.g. Teeth, utensils used during intubation. As stated in the ¿warnings/pre cautions¿ section of the product IFU ¿various bony anatomical structures (e.g. Teeth) within the intubation routes or any intubation tools with sharp surfaced present a treat to maintaining cuff integrity¿. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information provided indicated that the healthcare provider does not believe that the device was related to the patient's death.